Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2017-00481. This MDR is to reflect the additional information received. Addendum: revision surgery occurred on (B)(6) 2019 for "mesh exposure". According to the available information, the patient's legal representative stated foreign body reaction, chronic inflammation, excessive scarring, contraction, erosion, dysuria, bladder pain, pelvic pain, dyspareunia. Altis was implanted on 11/30/2016 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 8/2/2021. On (B)(6) 2021 - post-menopausal bleeding x 1 week. Pcp referred pt to gyn. On (B)(6) 2021 - abnormal vaginal discharged. Described as yellow pus, occasionally blood tinged and large in quantity. No mesh exposure or vaginitis suspected on exam. Wet mount negative. Endometrial biopsy obtained ¿ negative. Vaginal discharge culture results show growth of moderate gbs, rare klebsiella . On (B)(6) 2021 - ed visit for llq pain ¿ diagnosed with kidney stone but incidental finding of peri-rectal abscess seen on CT. On (B)(6) 2021 - ed visit for left buttock lump. No signs of abscess. Discharged home. On (B)(6) 2021 - ed visit for left gluteal abscess. No pus aspirated during I and d. CT scan showed inflammatory process [no report available in provided records]. On (B)(6) 2021 - postmenopausal bleeding. Left gluteal lesion consistent with inflammation from either resolving infection or previous scarring. No current mesh erosion. On (B)(6) 2021 - MRI pelvis revealed enhancing sinus tract in the left gluteal soft tissues extending to the area of the left vaginal wall. On (B)(6) 2021 - left gluteal mass improved. Non tender. Physical exam revealed a small area of granulation tissue at site of 1-2 mm mesh exposure (mesh unable to be visualized but was palpated.) Granulation tissue removed with silver nitrate. Likely the cause of her small spotting. No plans for surgical intervention needed at this time. Md notes the fistula does not track to the vagina. On (B)(6) 2021 - seen by colorectal surgery for concern for a left gluteal abscess and possible fistula. Proctoscopy revealed no rectal abnormality. Noted that recent MRI showed a sinus tract that is vaginal in origin. Possibly related to prior bladder repair surgery with known mesh exposure in vagina. Patient was referred back to gynecology. Additional information received on 7/22/2021. On (B)(6) 2019 - 1 cm diameter mesh erosion in suburethral area, dyspareunia, post-menopausal bleeding, post-coital bleeding, constant insensate loss of urine, urinary frequency/nocturia. No other adverse patient effects were reported.